Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of passing and the last blood glucose recorded in meter or insulin pump was unknown. Caller stated that the customer died due to diabetes and heart complications. Nothing further was reported.

Manufacturer narrative:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of passing and the last blood glucose recorded in meter or insulin pump was unknown. Caller stated that the customer died due to diabetes and heart complications. Nothing further was reported.